Event description:
Boston scientific received information that this patient experienced sepsis. The lead remains in service at this time. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.